Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous, eccentric and moderately calcified de novo distal circumflex artery that was 90% stenosed. The 2.0 x 30 mm traveler balloon catheter was advanced to the lesion with resistance. During the first inflation, the balloon ruptured at 4 atmospheres. The balloon catheter was then removed from the anatomy and two other non-abbott balloon catheters were used to complete the procedure successfully. There was no reported adverse patient effects or a clinically significant delay in the procedure. No additional information was provided.